Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient's heart failure is worsening and it is unknown if it is related to the adaptive cardiac resynchronization therapy [crt] algorithm that patient's device was programmed to. The device had undergone reprogramming on multiple occasions and the patient was hospitalized on one occasion. Patient was part of the adaptive crt study but the patient's device was inactivated and the patient was discontinued from the study due to the worsening heart failure. No further patient complications have been reported as a result of this event.